Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), headache ("headaches"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), infection ("infections"), gastrointestinal disorder ("bowel issues"), fatigue ("fatigue"), dyspepsia ("heartburn") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, headache, back pain, dysgeusia, hot flush, infection, gastrointestinal disorder, fatigue, dyspepsia and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, back pain, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, infection and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported adverse events including pelvic pain and abnormal bleeding (regarded as abnormal genital bleeding). The plaintiff had surgery to remove the essure implant approximately seven and half years after insertion ((B)(6) 2016). Pelvic pain and genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("hematometra") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, vomiting, schatzki's ring and hiatus hernia. Concurrent conditions included chronic gastritis and gastroparesis. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"). In 2014, the patient experienced dysgeusia ("metallic taste in mouth") and abdominal distension ("bloating"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("infections / urinary tract infection"). On (B)(6)2016, 7 years 1 month after insertion of essure, the patient experienced nausea ("nausea") and weight decreased ("weight loss"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), hot flush ("hot flashes"), gastrointestinal disorder ("bowel issues"), fatigue ("fatigue"), dyspepsia ("heartburn"), amnesia ("memory loss") and migraine ("migraines"). The patient was treated with antibiotics, omeprazole and surgery (laprascopic assisted vaginal hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and nausea had resolved and the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, headache, back pain, dysgeusia, hot flush, urinary tract infection, gastrointestinal disorder, fatigue, dyspepsia, amnesia, migraine, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, nausea, pelvic pain, urinary tract infection, uterine haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion abdominal x-ray: there has been sterilization procedure with opacity within each fallopian tube. On (B)(6) 2009, hysterosalpingogram-impression: there is contrast filling the uterus and fallopian tubes. There is contrast in the vaginal canal. No definite spilling of contrast into the peritoneal cavity. Concerning the injuries reported in this case, the following one were reported via medical record confirming events nausea, vomiting and weight loss, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received: all relevant medical history, concurrent condition, lot number and concomitant medication added. Events urinary tract infection, migraine, nausea, weight decreased, uterine haemorrhage and abdominal distension were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("hematometra") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, vomiting, schatzki's ring and hiatus hernia. Concurrent conditions included chronic gastritis, gastroparesis, chronic sinusitis, breast abscess, thyroid adenoma, depression and anxiety. Concomitant products included levothyroxine sodium (levothyroxin) since 2000 and sertraline since 2004. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced dysgeusia ("metallic taste in mouth") and abdominal distension ("bloating"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In november 2015, the patient experienced urinary tract infection ("infections / urinary tract infection"). On (B)(6) 2016, 7 years 1 month after insertion of essure, the patient experienced nausea ("nausea") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), hot flush ("hot flashes"), gastrointestinal disorder ("bowel issues"), fatigue ("fatigue"), dyspepsia ("heartburn") and amnesia ("memory loss"). The patient was treated with antibiotics, omeprazole and surgery (laprascopic assisted vaginal hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and nausea had resolved and the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, headache, back pain, dysgeusia, hot flush, urinary tract infection, gastrointestinal disorder, fatigue, dyspepsia, amnesia, migraine, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, nausea, pelvic pain, urinary tract infection, uterine haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-may-2009: total bilateral occlusion abdominal x-ray: there has been sterilization procedure with opacity within each fallopian tube. On 29-may-2009, hysterosalpingogram-impression: there is contrast filling the uterus and fallopian tubes. There is contrast in the vaginal canal. No definite spilling of contrast into the peritoneal cavity. Concerning the injuries reported in this case, the following one were reported via medical record confirming events nausea, vomiting and weight loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update (product technical problem) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("hematometra") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, vomiting, schatzki's ring and hiatus hernia. Concurrent conditions included chronic gastritis, gastroparesis, chronic sinusitis, breast abscess, thyroid adenoma nos, depression and anxiety. Concomitant products included levothyroxine sodium (levothyroxin) since 2000 and sertraline since 2004. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced dysgeusia ("metallic taste in mouth") and abdominal distension ("bloating"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("infections / urinary tract infection"). On (B)(6) 2016, 7 years 1 month after insertion of essure, the patient experienced nausea ("nausea") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), hot flush ("hot flashes"), gastrointestinal disorder ("bowel issues"), fatigue ("fatigue"), dyspepsia ("heartburn") and amnesia ("memory loss"). The patient was treated with antibiotics, omeprazole and surgery (laprascopic assisted vaginal hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and nausea had resolved and the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, headache, back pain, dysgeusia, hot flush, urinary tract infection, gastrointestinal disorder, fatigue, dyspepsia, amnesia, migraine, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, nausea, pelvic pain, urinary tract infection, uterine haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion abdominal x-ray: there has been sterilization procedure with opacity within each fallopian tube. On (B)(6) 2009, hysterosalpingogram-impression: there is contrast filling the uterus and fallopian tubes. There is contrast in the vaginal canal. No definite spilling of contrast into the peritoneal cavity. Concerning the injuries reported in this case, the following one were reported via medical record confirming events nausea, vomiting and weight loss, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event outcome of abdominal pain updated to recovered. Concomitant drug and other relevant history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6)-2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), headache ("headaches"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), infection ("infections"), gastrointestinal disorder ("bowel issues"), fatigue ("fatigue"), dyspepsia ("heartburn") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, headache, back pain, dysgeusia, hot flush, infection, gastrointestinal disorder, fatigue, dyspepsia and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, back pain, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 19-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2009, and reported adverse events including pelvic pain and abnormal bleeding (regarded as abnormal genital bleeding). The plaintiff had surgery to remove the essure implant approximately seven and half years after insertion ((B)(6)-2016). Pelvic pain and genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.